Event description:
It was reported that this patient has received frequent inappropriate shocks due to increased heart rate that has exceeded the shock zone. At this time the patient was hospitalized and the system was deactivated. The physician is planning on treating the patient's underlying condition and is considering therapy upgrade. No additional adverse events were reported.